Event description:
It was reported that the "fiber cap detached inside patient." "It happened at near the end of the surgery so the surgeon completed it using a resectoscope." It is not known how the fiber tip was removed from the patient. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on surface; the fiber proximal to fracture can rotate independently of outer flow tubing; the outer flow tubing open end wall is compromised, exhibits signs of abrasions and stress, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 83,461. Time expended: 12:07 minutes. The fiber tip (cap) was cleaned during the procedure. The fiber "tip was retrieved using biopsy forceps and the patient did not suffer any harm."